Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil floating around in my pelvis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and asthenia ("body grow weaker and weaker"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation and asthenia outcome was unknown. The reporter considered asthenia and device dislocation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media:asthenia and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: social media received. Event added: coil floating around in my pelvis. Reporters added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.